Manufacturer narrative:
(B)(4). (B)(6). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure and inside the patient, it was noted that the tip of the laser fiber was cracked. Reportedly, the tip did not detach and no fragments fell inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no known injury".